Manufacturer narrative:
Sections with additional information as of 06-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 159, 233, 112. 200 and 165mg/dl. The customer¿s expected fasting blood glucose test result range is 70-80mg/dl and expected non-fasting blood glucose test result range is 180-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 203mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date is (B)(6)2021. The meter memory was reviewed for previous test result history: result 1: 159mg/dl, date: (B)(6) 2021, time: 8:04am, fasting. Result 2: 233mg/dl, date: (B)(6) 2021, time: 6:43pm, non-fasting. Result 3: 112mg/dl, date: (B)(6) 2021, time: 8:13am, fasting. Result 4: 200mg/dl, date: (B)(6) 2021, time: 6:46pm, non-fasting. Result 5: 165mg/dl, date: (B)(6) 2021, time: 7:48am, fasting.